Event description:
New information received indicates that new episodes of t-wave double counting were noted. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of t-wave oversensing were noted. Episodes resulted in an inappropriate atp and terminated arrhythmias. Programming changes were made. The patient will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that new instance of low r-waves and post-sensed t-wave oversensing resulting in inappropriate shocks were observed. Programming changes were recommended.